Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. The customer's blood glucose (bg) level was "high" on the continuous glucose monitor. Suspected cause was due to having a basal rate that was too high, the air bubbles, and reportedly, the customer was using u-500 insulin within pump supplies. Tandem technical support educated the customer on using off-label insulin. A correction bolus via the pump was delivered to address bg. Customer updated the basal rate to address the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.